Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately six months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched at the connecter and that there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A cosmetic depression was observed on the outer insulation at the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.